Event description:
This event involved a patient 5 months post heartware lvad implantation who experienced a hemorrhagic stroke. Given the patient¿s disability and likely outcome, support was withdrawn; the patient expired. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product remains implanted in the patient post-mortem and is thus not available for analysis. The cause that led to the reported event could not be determined. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. No additional information will be forthcoming. Product remained implanted.